Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe since it is not related to the device. ¿anxiety - product/ procedure: unable to observe since it is not related to the device. ¿ migration: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side rupture, bottoming out, and capsular contracture baker grade I. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, d6(b).

Event description:
Healthcare professional reported rupture and textured to smooth exchange. Later, healthcare professional reported capsular contracture, baker grade I and bottoming out. This record is for the right side. The device has been removed.

Manufacturer narrative:
E1:. Zip code continued: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety-product/procedure.

Event description:
Healthcare professional reported, unknown side rupture. And textured to smooth exchange. The device has been explanted.

Event description:
Healthcare professional reported unknown side rupture and textured to smooth exchange. The device has been explanted.

Manufacturer narrative:
Corrected data: d.6a.

Event description:
Healthcare professional reported unknown side rupture and textured to smooth exchange. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, d4.